Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the implantable cardiac monitor (icm) exhibited a diagnostic anomaly resulted in recorded episodes of false atrial fibrillation. No intervention was performed. The patient was in stable condition.